Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no misload was identified during loading.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: eighteen cine images of the event were provided for review. Fluoroscopic valve load inspection was provided and shows a misload appeared to be present by overlap beyond node 4. An infold and under-expansion were observed on full release. Evidence shows the valve was lifted via the snare that caught one of the paddles. The initial valve was unintentionally pulled throughout the aorta and all the way down the descending aorta until it reached the sheath. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012253666); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-2329 (lot: 0012275361); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve, upon the initial deployment attempt, the valve was too high and was recaptured. The second deployment was adequate and the valve was released. An infold and under-expansion were observed and a post-implant balloon valvuloplasty was planned; however, within one minute of the valve release, the valve dislodged out of place. The patient lost consciousness and blood pressure was low. Subsequently, resuscitation measures were performed while introducing a snare to capture the valve. The valve was lifted via the snare that caught one of the paddles. The plan was to implant a second valve but the patient was too unstable. The initial valve was unintentionally pulled throughout the aorta and all the way down the descending aorta until it reached the sheath. It was decided that the patient should be transferred to surgery, but the patient passed away prior to getting to the operating room. Per the physician, the cause of the event was not determined.

Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve, upon the initial deployment attempt, the valve was too high and was recaptured. The second deployment was adequate and the valve was released. An infold and under-expansion were observed and a post-implant balloon valvuloplasty was planned; however, within one minute of the valve release, the valve dislodged out of place. The patient lost consciousness and blood pressure was low. Subsequently, resuscitation measures were performed while introducing a snare to capture the valve. The valve was lifted via the snare that caught one of the paddles. The plan was to implant a second valve but the patient was too unstable. The initial valve was unintentionally pulled throughout the aorta and all the way down the descending aorta until it reached the sheath. It was decided that the patient should be transferred to surgery, but the patient passed away prior to getting to the operating room. Per the physician, the cause of the event was not determined. Additional information was received that per the physician, the valve could not be excluded as a contributing cause to the death since it was pulled through the aorta, but the delivery catheter system (dcs) was not a factor. No pre-implant balloon dilation was performed and a non-medtronic (safari) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter and prior to dislodgement, the implant depth was approximately 3 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). The direction of dislodgement was aortic and above the annulus.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.